Event description:
It was reported that the combination wrench corroded. There was superficial corrosion after the first time using steam sterilization. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes hxc. Device is an instrument and is not implanted/explanted. The investigation has shown that the present instrument does conform to our specifications. The review of the production history revealed that the wrench was manufactured in january 2011 according to the specifications. No manufacturing related issues were found. This was sold in march 2011. Concerning the visible signs of corrosion it has to be pointed out that even the so called stainless steel is only ensured, when the products are stored in dry conditions. In addition all metallic contacts in humid or wet conditions may create electrolytic reactions resulting in contact corrosion. For further information please consider our basic instructions on the use of synthes implants and instruments se 023827. The instrument was manufactured according to the specifications. Placeholder.